Manufacturer narrative:
The device was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from the mid stent region were lifted form their crimped positions and pulled distally. The undamaged stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18nov2020. It was reported that crossing difficulties were encountered. The 70-99% segmental stenosed target lesion was located in the proximal left anterior descending artery. A 3.00x38mm promus element plus stent balloon expandable was advanced but could not cross the lesion. The device was removed and the procedure completed with a different device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.